Event description:
It was reported that the surgeon inserted a competitor's lens using an msi injector and the injector tore the lens at the seam during insertion. The incision was enlarged to remove the lens and another iol was implanted. No sutures were needed. The pt's current prognosis is good.

Manufacturer narrative:
(B)(4). Lot order search. Results: (other) a lot order search was performed on the cartridge and there was one similar complaint found. (B)(4).